Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the monitor keeps freezing and then becomes unusable. The device was in clinical use at time of event; there was no adverse event reported.

Manufacturer narrative:
E1(B)(6). Analysis and testing was performed by the philips field service engineer (fse) at customer site. We were only able to replicate the reported problem sporadically. Needs to have the existing software to be updated to most recent version. No additional observations were made. Based on the analysis conducted, the product was confirmed to have experienced a malfunction; however, the most probable cause could not be determined. Corrective action consisted of updating the software to revision t.00.00, after which the device operated as intended. Verification testing demonstrated that the system met all manufacturer specifications and is considered suitable for clinical use.